Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify basal anomaly and bolus suspend alarm anomaly due to unresponsive buttons. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to cancel a temporary basal because the buttons on the insulin pump were unresponsive. The customer removed and reinserted the battery and received a bolus suspend alarm. Customer was advised to change the battery. Battery was changed but keypad issue persisted. Blood glucose value was 81 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.